Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis exera ii colonovideoscope leaked blood from the patient out of the water auxiliary port when the super soaker tube was connected. Despite additional follow up, no further info regarding the patient/event was obtained. Upon inspection and testing of the customer returned device, it was observed that the distal end was defective. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
Upon evaluation of the returned device, testing was unable to duplicate the issue. The auxiliary water flow and water port were both clean and ok. However, other defects were found, including: crack on the plastic cover, cracked rubber glue, peeling glue on the objective lens, cracked lenses (3), dots on the image after a fog test, minor buckling on the insertion tube, play of both knobs on the control knob, and it was also missing a label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.